Event description:
It was reported that prior to a case, the system did not boot up. The navio splash screen did not appear. There was a black screen with a white cursor blinking. The surgeon converted to manual procedure. The investigation found the cmos battery was dead.

Manufacturer narrative:
The device was intended to be used in treatment and it was not returned to the complaint unit for initial investigation, thus visual inspection and functional evaluation could not be performed. There was no serial/lot number provided for DHR review so all lots of part number distributed to the field from when the part number was first inspected to the complaint occurrence date were reviewed. The search could not identify any issues that would potentially lead to a future performance issue. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system user's manual released at the time of the complaint provides troubleshooting steps for computer issues. This is an identified failure mode within the risk assessment. We could confirm there was a relationship established between the reported event and the device. However, the flashing cursor is indicative of a dead cmos battery. On systems with dell cpu's and versions 5.3 and up, when the cmos battery dies, the bios is reset. This prevents the cpu from fully booting up and can be fixed by replacing the battery. The reporter noted that after replacing the cmos battery, the system was tested and running as expected without any issues, confirming the issue. The root cause was established to be mechanical component failure. The cmos battery issue is being further investigated and a corrective action has been requested. Per complaint details, the device malfunctioned/did not boot up and the navio was abandoned for manual instrumentation. Based on the information provided the modified procedure did not result in patient injury/impact; therefore, no further medical assessment is warranted at this time.